Event description:
The device reached the elective replacement indicator (eri). The outcome was resolved without sequelae on (B)(6) 2014. Interventions included that the device was replaced. The event was related to the device or therapy. The patient stated that their stim was not working and it shut off.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed the battery was at normal end of life. It was noted telemetry and output were okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).